Event description:
It was reported that while preparing the patient for magnetic resonance imaging, this system with a right atrial (ra) lead and a pacemaker showed a yellow alert for right atrial threshold test not being able to be completed. Also, noisy signals oversensing with pacing inhibition but no asystole and a sudden increase into high, out of range pacing impedances were observed. Lastly, a false signal artifact monitoring episode was also noted due to the atrial lead noise and the minute ventilation feature was disabled. At this time the patient will be monitored, and the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing the patient for magnetic resonance imaging, this system with a right atrial (ra) lead and a pacemaker showed a yellow alert for right atrial threshold test not being able to be completed. Also, noisy signals oversensing with pacing inhibition but no asystole and a sudden increase into high, out of range pacing impedances were observed. Lastly, a false signal artifact monitoring episode was also noted due to the atrial lead noise and the minute ventilation feature was disabled. At this time the patient will be monitored, and the pacemaker and ra lead remain in service. No adverse patient effects were reported.